Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31305454l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation of the cavotricuspid isthmus (cti) for an unknown indication with a qdot micro¿ catheter and suffered a cardiac tamponade requiring pericardiocentesis. After cti ablation, the patient became hypotensive. Pericardial effusion was confirmed, and a pericardiocentesis was performed. The procedure was completed successfully, and the patient left the operating theater in an improved condition. It was noted that the patient moved several times during the procedure, and that this may have contributed to the event. There were no reported issues or abnormalities with the catheter itself.

Manufacturer narrative:
Additional information was received on 09-jul-2024. It was reported that the patient has fully recovered and did not require extended hospitalization. Transseptal puncture was performed with a radiofrequency (rf) needle. Ablation was performed prior to noting the cardiac tamponade. There was no evidence of steam pop. No error messages were observed on biosense webster equipment during the procedure. Additonal concomitant products were reported. Therefore, the concomitant product section was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).